Manufacturer narrative:
(B)(6)2021 product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Bruised gums [gingival injury] brush head broken from main shaft [device breakage] if there was more parts I've swallowed them - brush [accidental device ingestion] I've swallowed them [exposure via ingestion] product counterfeit [product counterfeit] consumer e-mail stated that brushhead broke from main shaft and slightly bruised gums and swallowed some parts. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Bruised gums (gingival injury). Brush head broken from main shaft (device breakage). If there was more parts I've swallowed them, brush (accidental device ingestion). I've swallowed them (exposure via ingestion). Case description: consumer e-mail stated that brush head broke from main shaft and slightly bruised gums and swallowed some parts. No serious injury was reported.